Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a battery depletion error was noted on the remote home monitoring website for this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon engineering review of the data stored on the website, it was determined the battery depletion error was erroneous due to long magnet exposure. Engineering confirmed the s-ICD was depleting normally and remains in service. No adverse patient effects were reported.